Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: 28 gauge PICC, lot # 1122873, cut to 25 cm, secured 1 cm out, placed (B)(6) 2019.

Event description:
The customer reported filter leaked tpn. Tpn was infusing at 5/hour, and lipids were running separately at 0.9/hour. The leak occurred at the small circle on the filter. It's unknown how long the product was in use for when the leak occurred. There was no patient harm.

Manufacturer narrative:
Patient was a preemie. The customer¿s report of a filter leak was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking from the vent of the 0.2 micron filter. The root cause of the leak could not be identified.

Event description:
The customer reported that the filter leaked tpn at the small circle of the filter. Tpn was infusing at 5ml/hour, and lipids were infusing separately at 0.9ml/hour through a 28g PICC line placed (B)(6) 2019. The length of use was not provided by the customer. There was no patient harm.